Event description:
Additional information from the patient's health care provider (hcp) showed the event was caused by the morbid obesity of the patient, which caused wound healing problems. There was a revision on (B)(6) 2012 and the device was repositioned, with a new pocket created. The patient outcome was reported as "no injury."

Event description:
It was reported the patient's ins "started coming out" and needed to be repositioned. Following the procedure, the patient reported a power on reset condition when trying to restart their device. The patient was referred to their health care provider. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead model 393-28, lot # v680794, programmer model 3037, serial # (B)(4).